Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 6042358.

Event description:
It was reported the patient's left occipital lead had high impedances. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient had ineffective therapy due to both occipital leads had high impedance. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy restored.